Event description:
It was reported that troubleshooting did not resolve the reported issue of ¿replace generator soon.¿ as a result, surgical intervention may take place to address this issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the patient¿s pc (patient controller) device displayed the ¿replace generator soon¿ message.

Manufacturer narrative:
Further information received indicated this incident is not associated with the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Device analysis not performed as the device remains implanted. Based on the information available, a single definitive root cause for the issue was unable to be determined.